Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 g3 g6 h2 h6 suggested component code: mechanical (g04) - stem h11 visual examination of the provided picture identified the explanted cone body and distal stem covered in bio-debris. No further evaluation could be made from the provided picture. Part and lot identification are necessary for review of device history records, neither were provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: fracture of the distal femoral fixation bolt with femoral implant subsidence and loosening. The femoral implant size does not appear abnormal. A definitive root cause cannot be determined. The use of incompatible implants is considered off-label use; however it is unknown if this off-label use caused or contributed to the event. The complaint is confirmed based on the x-ray findings. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 b5 d1 g3 g6 h2 h11.

Event description:
It was reported that the patient underwent a revision procedure 5 years and 7 months post implantation due to the set screw connecting the cone body to the distal stem fractured and the stem subsiding and loosening. The stem was found undersized.

Manufacturer narrative:
(B)(4). D10: 11-301352, item name: arcos con sz b hi 80mm, lot #: 069220. G2: foreign: australia. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a revision procedure 5 years and 7 months post implantation due to the distal crossbolt breaking and the stem subsiding and loosening. The stem was found undersized. There is no additional information available at the time of this report.